Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD implanted: (B)(6) 2015. Event summary: the proximal portion of the lead was returned, analyzed, and it was found that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.